Event description:
International affiliate reports the valve was implanted in 2002 (exact date unknown). In 2003, the valve pressure could not be changed and catheter components were found to be blocked. The valve was explanted and replaced.